Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated prior to implant. Different programmers and wands were used but there was no response from the device. Device was not used.

Manufacturer narrative:
Final analysis found the reported inability to communicate and no output was confirmed in the laboratory and was due to premature battery depletion. High current was observed during bench testing and was traced to the hybrid. The cause of the excess current on the hybrid was due to an anomalous component on the hybrid.